Event description:
It was reported the patient presented in the hospital for a pacemaker implant procedure. During the implant procedure, it was noted the right atrial (ra) lead could not be fixed. The physician elected to replace the ra lead to complete the procedure. The patient was reported to be recovering from the procedure.

Manufacturer narrative:
The lead was returned due to ¿the electrode could not be fixed¿. As received, a complete lead was returned in one piece for analysis. All tines were intact, and no anomalies were noted. Visual inspection of the lead found no anomalies.